Event description:
The company was notified that the patient's cii device was explanted due to pain and possible infection at the implant site. It was reported that the patient was treated with antibiotics (type unknown) for 30 days. The company is currently in the process of gathering add'l info about the reported event.